Manufacturer narrative:
The device was returned to resmed (B)(4) and a preliminary investigation was performed. The reported issue that the device stopped ventilating was confirmed. A review of the device history logs indicates that a low battery alarm did not trigger, however, when the ventilation stopped the continuous audible alarm triggered as per design. The device is under investigation by resmed paris and the investigation methods, results, and conclusion are not finalized at this stage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had an unexpected power failure while ventilating a patient. The patient was manually ventilated while the backup ventilation was set up. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the astral device by resmed. Review of the device logs confirmed the unexpected power failure. The investigation determined that the device power failure was due to an isolated component failure of the internal battery. Resmed reference #: (B)(4).